Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection did not reveal any anomalies. While the programmer passed functional testing, baseline testing failed as the touch screen was found to be unresponsive. Subsequently, the programmer was disassembled to isolate any defective components in the touchscreen assembly. When the lcd touchscreen laramie was swapped with a known good unit, the product defect disappeared. This indicates a defective touchscreen attributed to device failure.

Event description:
It was reported that this programmer's touch screen would not respond. No adverse patient effects were reported. The programmer was returned back from the field for analysis.